Event description:
It was reported that the patient had a medical or therapy problem. The patient experienced a change in therapy effect. The patient indicated that at times it felt like she was not getting the relief she should and at other times, she indicated that she feels like she is over dosed or on too much drug. The symptoms occurred several months ago. The patient was at home. It was unk if volume discrepancy had been noted. No diagnostic studies had been performed. It was noted that the patient underwent a catheter revision and laminectomy in 2009. The patient continued to experience intermittent therapy. The pump contained fentanyl.